Event description:
Caller reported a data error alert occurred after the pump's ship date. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.